Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported csp in (B)(6) that one of the black boots in our stryker leg holder set was chipped and fraying. They would like to have this replaced and I need the replacement by wednesday if possible to keep all of our pans ready for multiple cases on wednesday. Case type: tka. Update: "patient was not under anesthesia."

Event description:
It was reported csp in duluth, mn at (B)(6) hospital that one of the black boots in our stryker leg holder set was chipped and fraying. They would like to have this replaced and I need the replacement by wednesday if possible to keep all of our pans ready for multiple cases on wednesday. Case type: tka. Update: "patient was not under anesthesia."

Manufacturer narrative:
Reported event: it was reported that csp in duluth, mn at (B)(6) hospital that one of the black boots in our stryker leg holder set was chipped and fraying. They would like to have this replaced and need the replacement by wednesday if possible to keep all of their pans ready for multiple cases on wednesday. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. CAPA 2127499 has been raised for the same. Product history review: review of the device history records indicate 100 devices were manufactured and accepted into final stock on 06-05-2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201843042009 shows 1 additional complaints related to the failure in this investigation. Pr: (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Product was not available for evaluation.